Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100542015. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100558694. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, length too long and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician cycled the implant and determined that it was operating properly. Excess space around the urethra was identified, and the physician suspected that the cuff was incorrectly sized. The device was explanted and replaced with a downsized cuff. There were no further patient complications.